Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ in the continuous glucose monitor. Cause was not known. A correction bolus was delivered to address bg. Additionally, it was reported that the customer administered a correction bolus but ¿over bloused to address the elevated bg¿. The customer's blood glucose (bg) level subsequently decreased to 45 mg/dl on the meter. Customer consumed carbohydrates and glucose tabs to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.